Manufacturer narrative:
The system was explanted as planned. The explanted products will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode presented to the incision was not healed at all and the device was visible int he pocket. The physician cut the remaining sutures and drained approximately 50 ml of fluid, which alleviated the pain. The wound and fluid did not appear to be infected; however, cultures taken from eh patient's skin were positive for light (B)(6) epidermidis. The system was scheduled for explant the following day. No additional adverse patient effects were reported.